Event description:
Unity revision due to infection.

Manufacturer narrative:
Per (B)(4) final report. Operative notes were provided and devices were returned, but x-rays were not provided and device details were readable on the tibial tray only. Therefore the tibial tray device manufacturing records have been identified: the parts conformed to final cleaning, packaging and sterilisation specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. Thus this case is now considered closed. Should additional information be provided, the case will be reopen. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Date of primary surgery, device details, post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the project. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed. The explanted devices have been returned and will be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision due to infection.